Event description:
Patient weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated that two days ago they were charging the implant as usual when the controller stated it could not continue until the unit was recharged. Caller stated that they plugged the controller into the ac power supply and the controller went black and hasn't come on since. Caller noted they tried aa batteries in the controller but the screen still did not power on. Caller commented that the patient's implant has now run out of power, so they are in increased pain. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; the controller did not power on. Caller confirmed there was no green light on the ac power supply. Caller tried another outlet and the green light did not come on. Caller then tried aa batteries in the controller again, and the control ER did power on. The issue was not resolved. An email was sent to the repair department to replace the ac power supply. Sent email to repair to replace the controller. Pt rep called back in and reported that they received a new a/c cord and the controller powered on, but they were still unable to recharge the implanted device because when they plugged the recharger in the controller displayed a message stating to install the mdt battery pack even though the battery pack was already installed. Pt denied visible damage to the recharger. An email was sent to repair requesting a controller. Pt rep called back because they reviewed the replacement controller wouldn't connect wirelessly to the ins and they had to use the recharger. Agent helped the pt perform a reset of the controller and they used the recharger and was recharging the ins with excellent quality and the ins battery was at 100%. Pt rep locked the controller and tried to connect wirelessly but continued to see the no device found message. Pt rep confirmed the ins was depleted when they attempted to pair the replacement controller to the ins. Agent reviewed due to the ins being depleted when trying to pair the controller to the ins then they would have to follow-up with their hcp and mdt rep to unpair the controller and re-pair the controller to the ins. Agent provided the pt with the nas number for their hcp office and re-directed pt to their hcp.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97745, lot#/serial# (B)(6) was returned for product analysis. Analysis found the main board had corrosion/liquid damage causing charging /power/connection issues. There was also a cracked/scratched/worn front case. Screw holes stripped causing slight case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.